Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer found the non-tandem infusion set cannula to be bent with blood in the cannula. Reportedly, an occlusion alarm did not occur during this event. There was no reported impact to the customer's blood glucose level. The infusion set was changed to address the issue. Reportedly, the customer resumed insulin delivery and continued using the pump for insulin therapy.